Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. A partial lead with the distal tip measuring 46.9cm was returned for analysis. External insulation abrasion was noted at 28.3-28.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. (B)(4). (B)(6).